Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for inability to attach as intended. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle was not functioning. The following information was provided by the initial reporter: voice message caller stated bd pen needles are not universal fit. Does not attach onto my 200 pen but only my humalog pen.